Event description:
A 3.0mm diameter by 18mm length s7 stent delivery system was inserted in an attempt to direct stent a lesion in the circumflex coronary artery using a brachial artery approach. The stent delivery system was successfully advanced beyond an acute bend in the left main coronary artery. However the stent was unable to cross the severely calcified target lesion. Therefore, the stent delivery system was pulled back to the arterial sheath in the arm. Upon removal, the stent dislodged from the delivery balloon when the stent was pulled into the guide catheter at the sheath. Attempts to retrieve the undeployed stent were unsuccessful. Subsequently, a brachial arteriotomy was performed for removal of the stent. The stent was successfully removed and the pt was reported to be fine post surgery. The severely calcified lesion not being pre-dilated and the vessel tortuosity may have contributed to the event.